Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports for the components of the forceps reportedly used during this event and is linked to mfg report numbers: 3003249645-2022-00022. 3003249645-2022-00023. A facility reported that when the surgeon tried to handle the patient's bladder, the extremity of forceps¿ fenestrated insert (cev625-1) broke and fell into the patient. The fragment was removed from the patient and the entirely forceps was checked. The forceps was immediately replaced by another forceps from the same reference. No patient injury, death or surgical delay was reported.

Event description:
N/a.

Manufacturer narrative:
The fenestrated insert (cev625-1) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the insert verified the complaint reported by the customer as valid. The mobile jaw was broken. The insert was bent. No manufacturing defect was found. Root cause analysis: considering the manufacturing date and the absence of servicing, the reported event is due to normal wear and tear of the device.